Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the gore® excluder® aaa endoprosthesis IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a type ii endoleak originated from the inferior mesenteric artery and the lumbar artery was observed. On (B)(6) 2014, a reintervention took place, both the inferior mesenteric artery and the lumbar artery were embolized. The patient tolerated the procedure.